Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was unable to get the pump to rewind. The patient was already on the ¿fill cartridge¿ screen, which prevented the rewind function from initiating. The patient was guided through the steps to return to the rewind process. The patient also reported that the pump had dropped, causing the infusion set and tubing to pull out, and noted that insulin had entered the pump. The patient asked whether this would affect the device and was advised to clean the area with a lint-free cloth and monitor the device thereafter. The patient declined to remain on the call during the cleaning and was advised to reach out again if further assistance was needed. Blood glucose was reported as 155 mg/dl and not affected. A follow-up confirmed that a contact detach 23¿-6 mm infusion set had been used during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.